Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had no delivery alarm. The customer's blood glucose levels were 450 mg/dl, 486 mg/dl and 550 mg/dl. The customer was treated with manual injection. The customer stated that they had no delivery alarm during the manual prime. The customer changed the reservoir and set and filled tubing and got no delivery. Customer states insulin did not exit the tubing. Customer stated that the pump did not alarm no delivery with manual prime. The customer was advised that changing the reservoir resolved the issue. The customer was advised to return the reservoir. The reservoir will be returned for analysis.